Event description:
Per the physician, a patient experienced bleeding during the ion procedure. No blood transfusions were required, but the patient was admitted to the stepdown unit for greater than 24 hours. The patient has since been discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The physician could not provide the specific event date; therefore, a log review could not be performed.